Event description:
It was reported that the minicap transfer set had hole above the twist clamp which resulted in a leak. This was observed when disconnecting from the cycler after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.